Event description:
Customer reported receiving an error alarm on the insulin pump. Customer also reported that insulin was squirting out during manual priming. Customer stated that the insulin pump's piston continued to move forward after contact with the reservoir. Customer stated that the insulin pump had not been bumped or dropped. Blood glucose level was 178 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.